Manufacturer narrative:
The field representative that was present at the procedure confirmed he was not aware of the reported events, but would follow up with the implanting physician for additional information.

Event description:
Boston scientific received information that this patient passed away seven days post-implant. Our company became aware when the patient's daughter called medical records stating the patient's death was due to a punctured lung that occurred during the implant procedure. It is not known if the products were removed from the patient post-mortem.